Event description:
It was reported that the tip of the driver instrument broke off during final tightening. The surgeon was able to retrieve the fractured piece from the patient. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer revealed that the markings on the device indicate that the instrument may have been over-torqued in the tightening process. A test was checked and measured 47.3 hrc, where the print specifies 48-52 hrc.